Event description:
User facility called for info regarding any possible long-term effects from sore throats from use of lmas that have been incorrectly cleaned in phenols. Facility had a recent spate of pts complaining of post-operative sore throats after surgery where lmas were used. After investigation at the site, it was determined that all lmas were being soaked for 24 hrs in water and phenol-based cleaner (vesphene). All lmas have been discarded and replaced with new masks. The suspected period of use of improperly cleaned masks who had surgery with lma use. Follow-up contact info is not available for all pts (telephone call with no answer); however, 15 cases of sore throats were reported in the pts with contact info. Ten of the pts required treatment: one pt complained of sore throat immediately post-op. The pt was readmitted to the hosp and treated for dehydration related to inability to drink from sore throat/swelling. Pt was seen by ent, diagnosed with pharyngeal edema and swallowing study performed. Pt was treated with cepacol and chloraseptic and discharged home after 2 days. One inpatient was treated with solu-cortef, cepacol spray and lozenges, and morphine sulfate for pain associated with sore throat. One inpatient was treated with cepacol spray and vicodin for pain relief. One pt was seen in emergency dept, treated with decadron, viscous lidocaine and cepacol. One pt was seen in emergency department on 2 consecutive days and treated with toradol (each day) im for pain, vicodin, lidocaine by hand held nebulizer, and ibuprofen. One pt was seen in emergency dept and referred to anesthesia for evaluation; treatment unk. Three pts were treated with cepacol lozenges/spray for complaints of sore throat; and one pt was told to gargle and use throat lozenges (no specific brand noted). Resolution of each event is not known; however, physicians are being contacted to obtain follow-up info for each pt. The lma labeling warns against the use of phenol cleaners and states that a severe or prolonged sore throat has been reported in pts in whom an improperly cleaned mask has been used. The MFR is not aware of any long-term sequelae. A cleaning and sterilization info letter was sent to the facility, along with cards for posting in appropriate areas, and results of a literature search.